Event description:
It was reported that during a ptca treatment procedure the adante balloon ruptured at 13 atm's on the initial inflation. The pt was asymptomatic during this event. The adante balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.